Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of erosion is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump and cylinder is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with abdominal bulge due to reservoir migration, along with palpable tubing from the reservoir. Consequently, the reservoir was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of erosion is a known risk associated with implant of these device as indicated in the instructions for use (IFU). D4. Concomitant product UDI for pump and cylinder is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with abdominal bulge due to reservoir migration, along with palpable tubing from the reservoir. Consequently, the reservoir was explanted and replaced. No further patient complications reported.